Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately three months after lens implant, the patient presented with an intense inflammatory/ infectious reaction. Vitrectomy procedure was performed with removal of iol and capsule. Currently the patient is undergoing drug treatment (with unspecified medicines) and "presents apathy and sees figures". Additional information has been requested but has not been received.

Manufacturer narrative:
The product was not returned to b+l for evaluation and the lot number was not provided; therefore a DHR review could not be performed. Based on the current information the root cause of the event could not be conclusively determined.